Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, clips were not forming correctly from the 2 devices. The surgeon asked to change another devices to use. There was no patient injury.